Event description:
This is an unexpected product return. The product is a maxzero. It has been included in the bag containing received reported products from (B)(6) 2020 site visit, as well as received reported products listed on the spreadsheets from (B)(6) 2020. Per cynthia lightner, all known information regarding incidences reported from the 07jan2020 site visit and the (B)(6) 2020 spreadsheets has been provided to bd. As the product was packaged and delivered by customer with all the available affected maxzeros (leaks/sprays) from these recent reports, this additional file has been created to capture an additional maxzero leak per unexpected product return.

Manufacturer narrative:
The customer¿s report of leaks/sprays was not confirmed. Due to the potential of the reported suspect maxzero connector sample being cross contaminated (hepatitis and c-diff). It was decided that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The root cause was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, no additional patient information provided.

Event description:
This is an unexpected product return. The product is a maxzero. It has been included in the bag containing received reported products from (B)(6) 2020 site visit, as well as received reported products listed on the spreadsheets from (B)(6) 2020. Per cynthia lightner, all known information regarding incidences reported from the (B)(6) 2020 site visit and the (B)(6) 2020 spreadsheets has been provided to bd. As the product was packaged and delivered by customer with all the available affected maxzeros (leaks/sprays) from these recent reports, this additional file has been created to capture an additional maxzero leak per unexpected product return.